Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The clinician suspected that the atrial lead dislodged, which was confirmed with fluoroscopy. The lead was explanted and replaced. The patient was discharged.